Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported, patient did fall before implant started to hurt about a year ago. Patient stated it hurt around the battery implant site. Also, she had to have stim high to help with pain and it felt different. No further complication and event were reported.